Manufacturer narrative:
Date sent to the FDA: 12/04/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Intl customer reported that the seven or eight interrupted suture knots broke six days following an unspecified surgical procedure. The pt was returned to surgery for repair. No further info was provided.